Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with the customer states that the unit has a flow rate too low during testing, no patient involved. The unit was set to infuse 25ml at 200. Volume delivered was 29.17g. Feed completed in 20 minutes.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿pump ¿ under/over deliver ¿ outside accu¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.